Manufacturer narrative:
Reporter sent to FDA? The reporter stated the event was reported to the FDA; however, no mw number was reported. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap extended life pd transfer set separated. When the caregiver was disconnecting the pediatric patient from the homechoice cycler, the female connector (dark blue) was observed separated from the main bod (light blue). The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the caregiver, tightened the connection and "it clicked back into place". No fluid leak was observed. The tubing in the transfer set stayed attached to the blue tip. "It does not appear that a system break has occurred". F3: the user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional leak testing, clear passage and clamp functioning testing and the set performed according to product specifications. No leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.